Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced bleeding after inserting the abbott diabetes care (adc) sensor. The customer has soreness in the arm after bleeding and was seen by the healthcare professional and required unspecified treatment. There was no report of death or permanent impairment associated with this event.